Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had a fall in (B)(6) 2014 and busted 3 vertebrae, 3 ribs, and their wrist. Since then the stimulator had not been the same. The ins would turn off every now and then and then come back on and it was an infrequent thing that happened. The patient was indicated for stenosis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.